Manufacturer narrative:
Previous cross-talk issue was reported in manufacturer report number 2938836-2017-21479. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, non-sustained rv oversensing and cross-talk episodes was observed. There was also one auto mode switching episode due to atrial lead noise. Patient also complained of few diaphragmatic stimulation episodes. Atrial lead fracture was noted. Lead was explanted and replaced without adverse event. During follow-up a day after the atrial lead revision procedure, auto mode switching episodes due to atrial oversensing were observed. Device was reprogrammed. Patient¿s condition was stable.